Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the permanent implant procedure on (B)(6) 2019, the physician was unable to implant the device due to scoliosis and scarring and the surgery was abandoned. Permanent system may be implanted at later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.